Manufacturer narrative:
(B)(4) for the reported issue of clip falls into the patient in an open state. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2016-00529 pertains to the first resolution clip device, manufacturer report # 3005099803-2016-00530 pertains to the second resolution clip device, and manufacturer report # 3005099803-2016-00531 pertains to the third resolution clip device. It was reported to boston scientific corporation that three resolution clip devices were used in the duodenum during clipping a bleeding vessel performed on (B)(6) 2016. According to the complainant, during the procedure, the clip was deployed from the catheter; however, the clip failed to close and fell in the patient in an open state. The same issue occurred with the second and third resolution clip devices. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.